Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It was noted the rv defibrillation impedance was steady at 60 ohms through (B)(6) 2016, then rose out of range (> 200 ohms) starting (B)(6) 2016; an alert for out of range subthreshold lead impedance triggered on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) defibrillation coil of the rv lead exhibited a sudden increase to high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.